Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not yet been completed.

Event description:
It was reported that the patient has been experiencing elevated blood glucose levels.